Manufacturer narrative:
Visual assessment of the inserter confirmed the distal tip is broken off. The tip has broken off at the weldment. Examination of the weldment using a stereo microscope showed adequate weld penetration to both the tip and shaft. Dimensional assessment of the shaft and tip found them to meet print specification. A review of the complaint database confirmed this failure mode to be isolated in nature. Device history record review found no deficiencies in the manufacture of this lot. No root cause can be determined with confidence.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a healicoil anchor was being placed and screwed in, when attempting to pull the anchor from the bone, the tip of the metal inserter broke off and was stuck inside the bone. The piece was retrieved and the procedure was completed with a backup device following a short delay of less than 30 minutes. No patient impact.